Event description:
The customer complained that they were getting questionable negative leukocyte values for approximately 5 patient samples tested on the urisys 2400 analyzer between (B)(6) 2018. Samples would recover negative leukocyte values when tested on the analyzer, but microscopic examination of the samples revealed a positive leukocyte value. The customer provided data for 5 patient samples and of these, one also had an erroneous result for erythrocytes. The sample initially had a negative for erythrocytes. The initial result was reported outside of the laboratory. The sample was repeated and the erythrocyte result was 2+ (50 erythrocytes/ul or greater). The repeat results were believed to be correct and a corrected report was issued. The affected samples were run in a batch of 10 samples tested about a minute apart from each other. No adverse events were alleged to have occurred with the patient. The test strip cassette lot number was 31062700, with an expiration date of 28-feb-2019. The customer stated that the positive quality control materials (> 100 leukocytes/ul) were also recovering negative leukocyte values. The customer cleaned the reference guide and transfer base of the analyzer. The customer stated that the transfer base appeared worn and "beat up". The positive controls were tested again and recovered positive values. No further issues were seen by the customer after the cleaning actions were performed. The field service engineer determined that the analyzer reflectance monitor was out of adjustment. He adjusted the monitor. All monitor values were within specifications. Precision studies were performed and these passed.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.